Manufacturer narrative:
Additional manufacturer narrative: report of patient experiencing a cerebrovascular accident four days post implant of the subject valve. The valve remains implanted with no reported malfunction. A cerebral vascular accident (cva) is a well-known complication associated with the surgical aortic valve replacement. These events can be ischemic or hemorrhagic. Ischemic strokes have many etiologies, including embolization of calcific debris during placement of the aortic crossclamp or debridement of the diseased aortic valve. Other common causes include atrial fibrillation and embolization from carotid artery lesions. These events can result in permanent impairment of varying degrees. It is clear from a review of the literature that stroke after surgical valve replacement is related to the procedure and patient risk factors, and not the device. There has been no information to suggest a device malfunction or quality deficiency that may have caused or contributed to this event.

Event description:
It was reported via clinical trial that a (B)(6) male patient experienced a cerebral infarction four (4) days post implant of an edwards aortic bioprosthetic valve. The device remains implanted with no reported malfunction. Records indicate pod 4 s/p tissue avr, thrombocytopenia; found to have large "r mca" distribution "ich" following reperfusion for acute ischemic stroke. Post op, head CT demonstrated large interior temporal clot, contrast/blood products tracking in "suical" patterns, with swelling of the caudate and effacement of the r frontal horn, and some ivh, there is no mls downward mas effect. Also noted that this patient has a history of an mi more than 20 days prior to surgery.

Manufacturer narrative:
Additional manufacturer narrative: device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections.